Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the tip of a catheter broke off inside the patient. The patient had challenging anatomy with severe blockages due to calcium. The provider noticed that the tip separated during his maneuvers. The catheter was still over the wire so the doctor was able to snare the broken catheter tip and remove from the body without any complications. No patient injury and no complications due to catheter breakage.